Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. In addition to foreign material in the secondary water supply channel, service found there was resistance of the instrument channel while checking with the forceps, the objective lens was worn, the switches were aged, the scope cover was worn, and the light guide tube was aged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the secondary water supply channel of the subject device was clogged and leaking. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. An olympus engineer confirmed that there was foreign material in the secondary water supply channel, and the foreign material could not be removed by engineer; therefore, the material could not be identified. This report is being submitted for reportable malfunction of foreign material in secondary water supply channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was foreign material in the secondary water supply channel, and the foreign material could not be removed; therefore, the material could not be identified. The event can be detected/prevented by following the instructions for use which state: "reprocessing manual: precleaning the endoscope and accessories describes performing precleaning immediately after a case and flushing the secondary water supply channel. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel: the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-)." Olympus will continue to monitor field performance for this device.